Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power a monitor. Upon evaluation, the battery was able to charge until the cells were depleted. The cause of the inability to power on is the inability to charge properly. The cause of the inability to charge properly is defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that the battery pack was unable to power on a monitor.